Event description:
The account alleged that the nurse call feature would not function. There were no reported injuries.

Manufacturer narrative:
The technician replaced the side com power circuit board to resolve the issue.